Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic bilateral salpingo oophorectomy - converted to open not due to the malfunction: around activation 25-28 the handle of the hand piece locked up and the surgeon was unable to get it open this happened on tissue (unknown what type). The doctor remove the section of tissue that the jaws were locked on by cutting around the jaws with a scissor. The first assist was able to get the jaws to open once the hand piece was removed from the body cavity. The doctor using the hand piece again inside the patient and the jaws locked again on momentum tissue (unknown what size tissue bundle)." Type of intervention:used suture to complete the procedure. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is due to a bent component within the trigger of the handle. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Event description:
Applied medical received additional information in (B)(6) 2016 from the sales rep: "the sales rep could not confirm the position of the blade when the jaws locked on the tissue, but believed the surgeon sealed without cutting when the jaws became locked."